Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the ins had been in MRI mode since last year and it does not work. Caller reported it was unclear exactly what the issue was. No symptoms reported. No further complications were reported/ anticipated.

Manufacturer narrative:
Concomitant medical product: product ID 977a160 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type lead product ID 977a160 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient had an unrelated MRI in 2019 and placed the ins in MRI mode. Due to it not helping the patient and still causing bad spasms around t8-t9 they did not turn it back on as they could not get it to stop shocking them and causing spasms. They tried reprogramming many times. They were told it could be too close and the leads need to be moved. They would love to get it to work well again but it seems their leads need to be moved as they get bad muscle spasms when turned on. They were told the leads look posterior. No further complications were reported/anticipated.